Event description:
It was reported that the patient had difficulty charging the ipg as well as frequent ipg charging. The patient underwent an explant procedure wherein all devices were removed. The patient was doing well postoperatively. The explanted devices will not be returned as it was discarded by the hospital.

Manufacturer narrative:
Exact date unknown, event occurred five years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 15929894.